Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had unexplained high blood glucose. Customer reported their blood glucose rising to over 600 mg/dl. The customer stated they were hospitalized on (B)(6) 2015 for high blood glucose as a result. Customer's blood glucose was 608 mg/dl at the time of admission. The customer was treated with manual injections of insulin and saline for their high . The customer stated they were wearing the insulin pump at the time of hospitalization. Troubleshooting found the drive support cap appeared to be normal and the insulin pump passed a high pressure test. It was also found the customer had a bent cannula when the infusion set was removed. Customer declined to return the insulin pump for analysis.